Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, complication in site preparation (soft bone), inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility.